Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient would feel a change in stimulation when going through security. Afterwards, the patient¿s stimulation would return to normal. It was confirmed that the patient wasn¿t experiencing a jolting or shocking, just a change in stimulation. The manufacturer representative stated that they didn¿t know if the issue occurred when the patient was walking through security or being wanded and guidelines at the airport were reviewed. It was unknown what date the issue occurred. No further complications were reported or anticipated. Indications for use are spinal pain and post laminectomy pain.

Manufacturer narrative:
Correction: aware date of supplemental report should be corrected to 2017-oct-10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the provider was going to instruct the patient to turn off spinal cord stimulator before going through security. No further information was reported.